Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. It was stated in the ufr that the issue was related to a malfunction of the power supply. This can neither be confirmed nor denied by dräger just on the base of the written description. If the supervisor function of the software detects a severe deviation during operation, an alarm of type "!!! Device failure" may be posted. The IFU explains that the device has to be replaced without delay. It can thus be concluded that the user response was appropriate in this situation. Further conclusions cannot be derived from the few details in the ufr. The device was in operation for 8 years now; the status of preventive maintenance and repairs is not known to dräger. It is recommended to the hospital to have the device checked by authorized personnel and to have it repaired if necessary. Original spare parts shall be used for potential repairs.

Event description:
Dräger received an ufr in which it was stated that, during a running ventilation episode, "the ventilator displayed "device malfunction" and failed to deliver air normally". As per report, the device was immediately replaced by another ventilator. The patient was reportedly in the weaning process and did neither exhibit any clinical signs nor experienced any health consequences from the event.